Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components and 1 conforming clip and 2 malformed clips inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the firing force was higher than expected at the first firing. Then, it was found that the clip was already closed and fell off the jaws. The clip was retrieved and no pieces were left inside the patient. The same event continued for several firings. Eventually, another device was used to complete the case. There were no adverse consequences to the patient.